Event description:
The site indicated that the f5.2+ jr4 100cm diagnostic cardiology catheter was cracked at the site of the hub of the catheter. The malfunction was seen clearly when the catheter was being flushed in preparation to being used. Fluid will spurt through the crack.

Manufacturer narrative:
Complaint conclusion: information received from an affiliate indicated that the f5.2+ jr4 100cm diagnostic cardiology catheter was cracked at the site of the hub of the catheter. The malfunction was seen clearly when the catheter was being flushed in preparation to being used. Fluid will spurt through the crack. No other information was provided and the device was returned for evaluation. Fal: one non sterile unit of cath f5.2+ jr4 100cm was received for analysis, coiled inside of a plastic bag. At naked eye no visual damage was observed. A lab sample syringe with water was attached to hub of the catheter and flushed, leakage was observed in the hub area. The unit was observed under vision system and a crack was noted. The unit was sent to sem analysis in order to identify the cause of the cracked condition. The crack in the hub had spread entirely through the wall thickness of the hub. Evidence of scratches was observed next to the crack. Some of the fracture surfaces for the hub exhibit areas that are brittle in appearance. The thread presented no evidence of excessive force that could contribute to this damage. No visual evidence of any chemical degradation or cutting in the material was noted. Tga was performed in order to evaluate the properties of hub sample mainly composed of polyurethane: several tests were carried out on two different hubs in order to evaluate differences between the complaint and good sample that could predict the possible cause of the fractured condition observed. The testing was inconclusive as to the root cause of the hub crack, but did find that the complaint hub contained a higher volatile content then the control hub; however there were no significant differences in the composition of the hubs but the source of the higher volatile content could not be determined. The analysis did suggest that the issue can come from sources such as manufacturing, environmental and aging amongst others. An engineering study was performed to evaluate the dryer time and parameters of molding process: with the data and results of this engineering study, the hub crack defect could not be reproduced, and the engineering study did not provide sufficient evidence to demonstrate that the molding parameters validated has influence with the cracked hub defect. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of hub crack was confirmed through failure analysis; however, the exact cause for the failure could not be determined. The sem and tga analyses demonstrated that the material used in the build of the hub does not have significant differences with the exception of the higher volatile content, and at this time it cannot be determined if this was a factor for the crack exhibited by the complaint sample. In addition the engineering study could not be reproduce the failure; therefore it is not possible determine if this issue could be related to manufacturing process. No preventive/corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
The device codes were updated to reflect the reported event in the initial report. Please note updates regarding the return of the product. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.